Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date, detail of product. Tem number 00877503604, item name biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14, lot # unknown. Item number 31-323230, item name 3.2 mm x 30 mm rnglc+ acet drl bit, lot # 307390. Item number 98000125003, item name por st/tm cup/xlpe ln/cer hd, lot # unknown. Item number 00771100720, item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset, lot # 63682639. Item number 00875705801, item name shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, lot # 63684023. Item number 00875201336, item name liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, lot # 63259274. Item number 00625006525, item name bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 63761446. Item number 00625006535, item name bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 63497896. Item number 00625006530, item name bone screw, item # 0100561322. Item number 0100561321, item name: wagner cone prosthesis, 135 uncemented, 21, taper 12/14, lot # unknown. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
Patient underwent revision surgery on (B)(6) 2018 due to infection in which all the implants were explanted and cement spacers were placed. Patient is scheduled for a second stage revision with a triflange.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records could not be checked as lot numbers are unavailable trend analysis: no trend considering the following event is identified: infection. Event description: it was reported that the patient had an initial left hip arthroplasty on (B)(6) 2017. Subsequently, the patient underwent a stage I revision due to infection in (B)(6) 2018. All implants were explanted and cement spacers were placed. Now the pmi group is requesting a triflange for a stage ii revision on (B)(6) 2018. The involved implants are: (B)(4),biolox delta head (ref: (B)(4), lot:unknown) and wagner cone stem (ref: (B)(4),lot:unknown) (B)(4).(warsaw) liner, cup and screws. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the lot number information is not provided, therefore, neither the quality records nor relevant product documentations were able to be reviewed. Root cause analysis: root cause determination for biolox delta head using sap rmw: non-sterile device is implanted due to sterilization process failure possible, as the sterilization certificate could not be reviewed due to unknown lot number. However, a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to contaminated device due to packaging failure not possible, a systematic issue with packaging design would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to surgeon resterilizes head possible, as this cause cannot be excluded with the available information. It is unclear whether the information given in the packaging insert IFU chapter "resterilization information" has been followed. Non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem possible, as this cause cannot be excluded with the available information. It is unclear whether the information given in the packaging insert IFU chapter warning has been followed. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, as the handling and storage of the component is outside of zimmer biomet control. Therefore thiscause cannot be excluded. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) not possible, a systematic issue with packaging would have been detected as part of the issue evaluation assessment. Root cause determination for wagner cone stem using sap rmw: non-sterile device is implanted due to sterilization process failure possible, as the sterilization certificate could not be reviewed due to unknown lot number. However, a systematic issue with sterilization process would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to contaminated device due to packaging failure not possible, a systematic issue with packaging design would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation or storage possible, as the handling and storage of the component is outside of zimmer biomet control. Therefore this cause cannot be excluded. Non-sterile device is implanted due to the user is using an inadequate re-sterilization procedure possible, as this cause cannot be excluded with the available information. It is unclear whether the information given in the packaging insert IFU chapter sterilization, resterilization information and storage and handling has been followed. Non-sterile device is implanted due to implant is in contact with non-sterile items during handling in the or possible, as handling of the component is outside of zimmer biomet control. It is unclear whether the information given in the packaging insert IFU chapter sterilization, resterilization information and storage and handling has been followed. Non-sterile device is implanted due to explanted implant is used for new implantation surgery possible, as this cause cannot be excluded with the available information. It is unclear whether the information given in the packaging insert IFU chapter warning has been followed. Conclusion: it was reported that the patient had the initial left hip arthroplasty on (B)(6) 2017. Subsequently, the patient underwent a stage I revision due to infection in (B)(6) 2018. All components were explanted. The stage ii surgery was scheduled on (B)(6) 2018. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components are unknown. Due to the unknown lot numbers, the sterilization certificate could not be obtained. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The sterilization process of both products are documented in sterilization summary and gamma sterilization specification (biolox delta). Moreover, on trend on infection has been observed for this part number. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Refer to report 0009613350-2018-01031.